Event description:
It was reported that fluid from the burette chamber of a buretrol IV solution set was blocked at the bottom of the burette and did not flow into the drip chamber. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection was performed and showed no defects related to the reported problem. During gravity testing fluid was unable to pass through the buretrol chamber. The needle was removed from the set and the set was reassembled using the same needle; fluid then flowed through the tubing without issues. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.